Event description:
A customer reported that the date and time on the cic was constantly changing. One cic displayed the year 2030. In addition, the cic displayed a red resource indicator.

Manufacturer narrative:
Ge healthcare investigated the reported issue and determined that the event is related to a known condition where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. This can result in the following scenarios: sluggishness or unresponsiveness of the cic pro or monitoring device user interfaces. Loss of waveforms, parameters, and/or alarming on the cic pro. Restarting of cic pro process or rebooting of the cic pro operating system. Time changing rapidly between two or more times on unity devices. Time not advancing on unity devices. Inconsistent time values on devices across the unity network. Rebooting of monitoring devices. Excessive network traffic that delays, or otherwise interferes with, legitimate unity network communication. Ge healthcare will be providing a prod upgrade to prevent the potential for issues associated with network time changes on the carescape cic pro. This was reported to FDA on 02/04/2009 per 21 cfr part 806.